Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
During surgery it was reported that once inflated, the device began to deflate and it was making a weird sound. There was no harm to the patient, no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, d4, g7, h2, h3, h4, h6. On (B)(6) 2019, it was reported that once inflated, the device began to deflate and was making a weird sound. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the a.t.s. 4000 tourniquet on november 12, 2019 revealed that no problem could be found with the device. It functioned as intended. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on (B)(6) 2019 which did not necessitate the replacement of any components. A.t.s. 4000 tourniquet, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that no problem could be found with the device. It functioned as intended. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended.

Event description:
It was reported that during surgery that once inflated, the device began to deflate and it was "making a weird sound". There was no harm to the patient, no delay. No adverse events were reported due to this malfunction.